Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose over 600 mg/dl. Customer also reported that insulin pump alarmed for power loss and informed that no basal was running during the customer¿s high blood glucose event. Customer stated that high blood glucose was even not treated after injecting 21 units. Insulin pump will be returned for analysis.